Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 10/19/2024, the patient reported that they were brought to the hospital by an ambulance due to inaccurate readings. No cgm reading was reported, but when the blood glucose reading was measured, it was reading 55.0 mmol/l. The patient was treated with insulin, saline solutions, and dextrose (diabetes management). Furthermore, antibiotics were mentioned as treatment. At the time of the report on 10/21/2024, the patient was in pain and still at the hospital. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.